Event description:
Solicited, pt reported that the 60 ml syringe jumped out of the pump and will not stay in. Pump is used to infuse 25 grams of hizentra every week. Unk if pt missed dose; no adverse event reported. Pump is available for return, unk if syringe is. No further info or dates known. Reported to (B)(6) by pt/caregiver.